Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (40 mg/dl). Reportedly, the customer was unaware of the current blood glucose (bg) value, and customer continued delivering insulin. Customer addressed low bg level with food.